Manufacturer narrative:
The device has been explanted and should be returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
According to the report of nov 8 2012, the pt was re-implanted on (B)(6) 2012. The reason for re-implantation was a traumatic damage of the device. Currently, no further info has become available.